Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer declined to provide blood glucose level. Reportedly, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer had manual injection available as alternate insulin therapy.